Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00412. It was reported the patient experienced ineffective stimulation. An impedance check revealed multiple high impedances. X-ray images confirmed the lead had migrated. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 2. Reference MFR. Report: 3006705815-2017-00412. Further investigation identified the patient's leads were explanted and replaced on (B)(6) 2017. The replacement procedure was already reported in reference MFR. Report: 3006705815-2017-00565. Stimulation was restored post-operative.